Manufacturer narrative:
The cryospray ablation system is used to treat unwanted tissue in the esophagus through application of liquid nitrogen. Some pt distention is expected with this procedure. This condition is reviewed with physicians during training on the cryospray ablation system. Physicians are also taught the importance of monitoring for pt venting and distention. The physician speculated that inadequate wall suction may have contributed to poor venting of pts. Csa medical visited his facility and confirmed that the wall suction supplied by the hospital was within specification. Similarly, the cryospray ablation system was confirmed to meet specification for suction and was found to be functioning properly. The physician subsequently reported the problem resolved after the visit. Additional communication with the physician revealed there was no pt injury, nor was hospitalization or intervention required to preclude injury.

Event description:
A physician reported that pts become distended more quickly than expected during procedures using the cryospray ablation system. The physician did not report any specific injuries and spoke about pts in general terms.